Manufacturer narrative:
(B)(4) evaluation summary: the suture mediated closure (smc) system was returned for analysis. The reported suture break was not confirmed. The proxy plunger was inserted into the returned device then retracted without any observable resistance. Based on the visual and functional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, was filed under a separate medwatch manufacturer report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a coiling of celiac aneurysm procedure. Reportedly, a suture break occurred when tightening the knot. A second proglide device was used with the same results. Hemostasis was achieved using two non-abbott devices. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.